Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the residual glue on the probe broke off during surgery; all pieces were retrieved successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: glue broke off. Probable root cause: manufacturing non-conformance, shipping damage. The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the residual glue on the probe broke off during surgery; all pieces were retrieved successfuly.